Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, it was observed that the fiber beam was coming out of the top and side parts. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.